Event description:
Patient presented with a sudden onset of chest pain that radiated to their neck, which caused the patient to have a shortness of breath. Device diagnostics showed no anomalies. The patient's device was programmed off and the symptoms then resolved. Ap and lateral neck and chest x-ray were received. The generator was located in the upper left chest. Due to the angle of the image, it cannot be assessed if the connector pin is fully past the second connector block. The filter feedthru wires were confirmed to be intact. The lead was observed in the patient¿s neck and chest and appeared to be routed toward the patient¿s left chest. There was a portion of the lead that was routed behind the generator, and the lead wires appeared intact at the connector pins. In the visible portions of the lead, no sharp angles were present. No gross discontinuities were identified in the visible portion of the lead. The patient's generator was replaced. No other relevant information has been received to date.

Event description:
Product analysis was completed on the explanted generator. The device was continuously monitored for 25.0 hours. The programmed output current measured within limits and showed no signs of variation. Diagnostic values were as expected for the programmed settings. The generator was subjected to and successfully completed a final electrical test. There were no adverse functional, mechanical, or visual issues identified with the returned generator.